Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 53 mg/dl. Customer took some carbs. Customer declined troubleshooting low blood glucose. Customer through auto connection of meter to insulin pump with successful blood glucose sent to insulin pump. The insulin pump will not be returned for analysis.